Event description:
It was reported that the customer received an incomplete bolus alert as they had not completed a bolus request. Tandem technical support educated the customer on the meaning of an incomplete bolus alert. The customer then experienced an elevated blood glucose level of 680 mg/dl, with ketones that were identified as dangerous by healthcare provider. The customer went to the emergency room and subsequently hospitalized in the intensive care unit and treated with intravenous fluids of saline and insulin. Reportedly, the customer experienced a concussion after they had fallen. The customer was released on 7/30/25 with issue resolved and no permanent damage. The pump was functioning as intended.